Event description:
Philips received a complaint from the customer reporting that the touchscreen on the v60 ventilator was frozen. The device was not in clinical use. There was no patient involvement. There was no report of patient or user harm. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the touchscreen was not responsive. The customer requested bench repair.

Manufacturer narrative:
H10: the product support engineer replaced the user interface pcba and touchscreen due to the device's inability to retain touchscreen calibrations. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and was unable to duplicate the reported issue. The unit ran for several days but the issue of unresponsive touchscreen was not replicated. The pse contacted the customer who reported the problem was intermittent. The pse advised touchscreen and user interface (ui) printed circuit board assembly (pcba) replacement to resolve the issue.